Event description:
Customer reported via phone call to have noticed a crack on display screen. Customer reported that a week later a button error alarm was received. Troubleshooting could not continue due to call being disconnected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.